Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported the laparotomy sponges have poor absorbency, sticks to tissue and they are pulling clots.

Event description:
N/a.

Manufacturer narrative:
Laparotomy sponges were not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot 500516 was manufactured in 2016 and there was no nc or deviation at the time of release: the absorbency test met the usp standard. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.